Manufacturer narrative:
Complaint details: customer reported that their cns does not have audible alarm. Customer indicated that the device is displaying proper alarms on the screen. Follow up from customer indicated that the audio cable was disconnected. After the audio cable was reconnected, the issue was resolved. Investigation summary: during follow-up with customer, it was identified that the audio cable was disconnected. As the audio cable was unplugged, there will be no audio coming from the cns. Although not definitive, it is likely that a user had inadvertently unplugged the audio cable, or the audio cable connection was missed during set up. The most probable cause of the issue is user error, and inadequate cable management. The issue is related to user error. If the audio cable of the device was connected as it should be, the issue would have not occurred. No corrective actions would be performed at this time. The following fields contains no information (ni): attempt #1. On 08/25/2021 emailed customer via microsoft outlook for all items under the no information section. An "unknown" answer was received.

Event description:
The customer reported that their central nurse's station (cns) is not audible alarming although it's displaying proper alarms on the screen. No harm or injury was reported. It was later discovered that the audio cord was disconnected form the unit, and once they re-connected it, the audible alarms were working again.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is not audible alarming although it's displaying proper alarms on the screen. No harm or injury was reported. It was later discovered that the audio cord was disconnected form the unit, and once they re-connected it, the audible alarms were working again. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) is not audible alarming although it's displaying proper alarms on the screen. No harm or injury was reported. It was later discovered that the audio cord was disconnected form the unit, and once they re-connected it, the audible alarms were working again.